Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that two of the caps of the disposable distal attachment fell off into the patient and one unfortunately could not be retrieved. The issue occurred during a therapeutic food bolus removal. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection.based on the results of the investigation, the cap fell off could not be identified. It is likely the result of user problem; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.